Event description:
The usb cable has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the replacement usb cable provided to the physician in manufacturer report # 1644487-2015-03735 was also causing ¿unable to open port¿ error messages. Another replacement cable was provided, but the suspect cable has not been returned to date.

Event description:
Product analysis was completed for the tablet serial cable. There was a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.